Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in the patient's right eye. Icl was explanted and exchanged for a different lens, a competitor's lens. Further information requested but not yet forthcoming. Any additional information will be submitted by a supplemental.

Manufacturer narrative:
(B)(4): method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. Lens was returned dry. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusions can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).